Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported that their stimulator never worked and they would like to meet with a manufacturer representative to see if there is anything they can do to change the settings. Agent offered and sent an email to the local reps for further assistance. Additional information was received from the patient. They reported that the actions taken to resolve the lack of benefit is that a program was added and hey went through 2 programs already on the device. No pain relief. Patient added that it has not provided low backpain relief. Patient stated the rep implemented a second program to the device. The patient had no relief of pain whatsoever. Patient voiced frustration stating the it was a total failure of device.